Event description:
A cracked and shattered touchscreen on the pump was reported, rendering the touchscreen unresponsive and unusable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump, and a loaner pump agreement form was subsequently attached by cts.